Event description:
It was reported that during a tka, a pin did not enter smoothly in "+0" hole of an a/r dist fem resect guide 8mm .

Manufacturer narrative:
An event regarding a pin that did not go smoothly into the 0 hole of an 8mm distal femoral resection guide was reported. The event was confirmed. The 8 pin holes were examined with pin gages. All holes were dimensionally within specification. All holes showed signs of galling on the inner surfaces of the holes. The 0 hole was identified as the worst case in terms of galling. No material or manufacturing defects were observed on the surfaces examined. No medical records or x-rays were made available for evaluation. It is believed patient factors did not contribute to the reported event. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The device was dimensionally within specification and no material or manufacturing defects were observed on the surfaces examined. The investigation concluded that the reported event was caused by the observed galling

Event description:
It was reported that during a tka, a pin did not enter smoothly in "+0" hole of an a/r dist fem resect guide 8mm.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.